Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home-care patient that after changing supplies, his blood sugar levels spiked to 360 mg/dl. The patient was assisted in changing the equipment, and blood was found at the infusion site while troubleshooting. In addition, small bubbles were seen in the tubing. The air bubbles were primed out of the tubing. The patient planned to take a pump bolus to correct the high blood sugar as well as change out the infusion set. No ketones occurred and no permanent injury occurred.